Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 225 units of insulin. In addition, the customer reported that the insulin gauge remained static at 65 units. Reportedly, the cartridge was filled with cold insulin. Blood glucose level was 106 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. During a follow-up call on (B)(6) 2018, the customer reported that the insulin gauge had decreased as expected.